Event description:
Discordant high results for troponin I (tni) were obtained with an advia centaur xp instrument. Repeat testing was done on a different advia centaur xp for 37 troponin samples. Six of the 37 showed significant discordance from the original results. The customer also reran several samples for other assays. Some discordant results were identified for vitamin b12 and ferritin. There are no known reports of patient interventions or adverse health consequences due to the discordant results for tni, vitamin b12, and ferritin.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and the data. The cause of the event was identified to be a crack on the straw that aspirates acid from the reservoir. The straw was replaced. The instrument is performing within the specifications. Further evaluation of the device is not required.